Manufacturer narrative:
The insulin pump was received with a blank display due to a loose battery tube connector. The insulin pump was also received with a broken belt clip slot.

Event description:
The customer reported a blank display after dropping the insulin pump on the floor. Troubleshooting was performed, but the display remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.